Manufacturer narrative:
The device was returned and the evaluation findings were as follows: due to wear of the angle wires, bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value, the adhesive on the bending section cover was cracked, the plastic distal end cover had a scratch, the connecting tube had a scratch, the objective lens had discoloration, the scope connector cover unit had a scratch, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the flexibility adjustment ring had a scratch, the forceps channel port was shaved, the right/left knob had a scratch, the forceps elevator knob had a scratch, the up/down knob had a scratch, the switch box had a scratch, the scope cover had a scratch, the scope connector had a scratch, the universal cord had a wrinkle, the grip had a scratch, the control unit had discoloration, the forceps elevator lever had a scratch, and due to dirt on the objective lens, there was a lack of image on the monitor. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air, and there were no abnormalities in the reprocessing accessories. The air/water nozzle was wiped and brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had insufficient angles. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material and the root cause could not be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.